Event description:
Major rash, skin breakdown, itching, etc after removing sensor. Date the implant was put in: (B)(6) 2022; date the implant was taken out: (B)(6) 2022. FDA safety report ID # (B)(4).